Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the product worked normally then the blade did not come out from the sheath and stopped rotation. It was not reported how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - blade will not advance . The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The main housing was received in disassembled condition. The device was visually and functionally evaluated, however, the functional tests involving main housing could not be performed. During evaluation, the relative rotation between the drive tube and inner and outer sheath was frozen.